Event description:
Reported false negative quickvue otc antigen result. The consumer communicated the result was confirmed positive by molecular (pcr testing).

Manufacturer narrative:
Investigation summary: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 10 minute result read time. Root cause: could not duplicate with retains, source: phone.